Event description:
During surgical procedure tip was discovered to be missing off rongeur. Possible retention of missing piece (not found during surgery). X-ray shows foreign body but unable to determine whether missing piece or surgical clip.